Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that the system was experiencing error 64 and experiencing low performance. After troubleshooting, the surgeon was able to reload disk and register patient with no difficulties. There was a delay of 1 hour and 10 minutes, and no impact on patient outcome. Additional information was received. It was confirmed that this issue occurred during a functional endoscopic sinus surgery. It was also noted that the suspected cause was there being corrupt data on the cd that put the system into low performance mode.

Manufacturer narrative:
Continuation of concomitant medical products: other relevant device(s) are: product ID: 9 735737, serial/lot #: 1.2.0 ; product ID: 9736356 .a medtronic representative went to the site to test the equipment. Hardware parts were replaced. The navigation system passed the system checkout and was found to be fully functional. The ssd was returned for hardware analysis. No errors were observed. A software analysis was performed. The log were reviewed and observed three occurrences of coredump. The application crashed while building model and core file is generated pointing as below program terminated. Several numbers of low performance indication and interference error during navigation task were also observed. If information is provided in the future, a supplemental report will be issued.